Event description:
It was reported that the implantable pulse generator (ipg) tripped elective replacement indicator (eri) and a replacement was scheduled. However when the ipg was pre-operatively interrogated, it indicated several years of longevity were left. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. Elective replacement indicator (eri) was triggered on (B)(4) 2014. The device was interrogated on (B)(4) 2014 by programmer. Save-to-disk file from (B)(4) 2014 shows the false eri had been cleared by the programmer with updated software.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652 lead, implanted: (B)(6) 2008. (B)(4).